Manufacturer narrative:
During inspection and testing, the subject device would not power on due to a faulty power supply unit. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was a demo unit that was returned to an olympus service center for refurbishment. There were no issues reported with the device. During inspection and testing, the device would not power on. There was no patient impact. There was no harm or user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty power supply unit could not be determined. The device functioned properly after it was fitted with a known good power supply unit. Olympus will continue to monitor field performance for this device.